Event description:
It was reported that the patient presented in clinic per the request from the physician due to noise observed on the right ventricular lead. It was suspected that the noise was caused by myopotentials. The patient did not receive inappropriate therapy due to the noise. The device was reprogrammed. The patient would continue to be monitored remotely.